Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip applier misfired a number of times and only fired a clip every other attempt. The case was completed with another device and there was no consequence to the patient.